Event description:
It was reported that an alarm was heard and confirmed by telemetry. Telemetry confirmed there was a critical alarm due to an empty pump. The low reservoir alarm had been set at 2ml and was activated on (B)(6) 2013. The patient had been in a long term care facility for two months unrelated to the device or therapy and had just been discharged. No one had heard the alarm until the report date. The patient had symptoms of dizziness which had begun earlier on the report date. The plan was to refill the pump normally and to confirm the patient and family were aware of signs and symptoms of intrathecal baclofen underdosing/withdrawal so if it ever happened again they would seek immediate medical attention. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# unknown, product type: catheter. (B)(4).